Manufacturer narrative:
Device eval: one cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the rear upper label was missing and no screen damage was observed. Functional testing involved running the pump in user mode and the reported issue was not duplicated. Evidence was found of fluid ingression around the downstream occlusion seal. One possible, but unconfirmed, problem source was listed as intermittent downstream occlusion fault. The problem source could not be identified. The downstream occlusion seal was preplaced. Based on the investigation, the complaint allegations of double beep no cassette and screen damage were not confirmed. Additional information was received indicating that the reported issue was found during testing.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed a double beep that there was no cassette. It was also reported that the device has screen damage. There was no reported serious injury to the patient.